Event description:
The customer reported that the 7900 sys failed to boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.